Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after attempting to break af with shocks, the device reported possible output circuit damage and low lead impedance. The lead was capped and replaced.